Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In january 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal"), dysmenorrhoea ("painful menstrual cycle/dysmenorrhea,"), abdominal pain ("abdominal pain"), menorrhagia ("abnormal bleeding (menorrhagia),") and infection ("infection nos"). In march 2010, the patient experienced dyspareunia ("painful intercourse/dyspareunia,"). On an unknown date, the patient experienced feeling abnormal ("brain fog") and alopecia ("hair loss"). The patient was treated with surgery (nov2015, total hysterectomy, uterus and cervix removed). Essure was removed in november 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, dysmenorrhoea, abdominal pain, dyspareunia, feeling abnormal, alopecia and menorrhagia outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, feeling abnormal, infection, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient sought treatment for her symptoms most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received - reporter and patient demographic added. The following events were provided: menorrhagia. Infection nos. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding"), dysmenorrhoea ("painful menstrual cycle"), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse"), feeling abnormal ("brain fog ") and alopecia ("hair loss"). The patient was treated with surgery (underwent procedure to remove essure). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, dysmenorrhoea, abdominal pain, dyspareunia, feeling abnormal and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, feeling abnormal, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient sought treatment for her symptoms. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.